Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information provided. (B)(6) 2020 - per air received: patient had port tubing break again - 24 hours after being admitted. This time chemo was infusing. Parents noticed a drop of methotrexate chemo and notified nurse. Nurse stopped chemo. According to nurses, tubing broke above needleless connector. Complainant believes this is the same place it has broken multiple times in the past. Patient had to be de-accessed, re-accessed, blood cultures were draw. Reminder of the chemo tubing was sent back to pharmacy, placed in a new bag and restarted later that day. This may be the 5th time this has happened. Complainant doesn't think there's been any change. The day before, when the patient was admitted, the rn notified the bedside rn about her experiences with the patient's port. Unfortunately, it was a very busy day. Complainant is not sure how the port was taped or if it was taped any differently. Complainant was not providing direct care to the patient. The next day, the complainant reported she happened to walk by right when the patient's port needle had broken so she told the nurse for that day that his has happened before. Complainant states there has not been any change and this happens to the patient every time she is admitted. Complainant states she doesn't think there is anything wrong with the port needle itself; she thinks the patient is so active, the tubing gets pulled/twisted on too much in the same place every time and it just breaks. Complainant suggests some form of communication be given to the nurses to dress and secure the port needle a different way or this will continue to occur. When filing this report, the complainant realized the patient had to be re-accessed twice: once the day after the needle came out and leaked according to the parents, and again two days later when it broke (FDA report 3006260740-2020-00293). Tubing ruptured where it inserts into the hard plastic cap. The device leaked and was open to air, putting the patient at risk for bleeding.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information provided.

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information provided. (B)(6) 2020 - per air received: patient had port tubing break again - 24 hours after being admitted. This time chemo was infusing. Parents noticed a drop of methotrexate chemo and notified nurse. Nurse stopped chemo. According to nurses, tubing broke above needleless connector. Complainant believes this is the same place it has broken multiple times in the past. Patient had to be de-accessed, re-accessed, blood cultures were draw. Reminder of the chemo tubing was sent back to pharmacy, placed in a new bag and restarted later that day. This may be the 5th time this has happened. Complainant doesn't think there's been any change. The day before, when the patient was admitted, the rn notified the bedside rn about her experiences with the patient's port. Unfortunately, it was a very busy day. Complainant is not sure how the port was taped or if it was taped any differently. Complainant was not providing direct care to the patient. The next day, the complainant reported she happened to walk by right when the patient's port needle had broken so she told the nurse for that day that his has happened before. Complainant states there has not been any change and this happens to the patient every time she is admitted. Complainant states she doesn't think there is anything wrong with the port needle itself; she thinks the patient is so active, the tubing gets pulled/twisted on too much in the same place every time and it just breaks. Complainant suggests some form of communication be given to the nurses to dress and secure the port needle a different way or this will continue to occur. When filing this report, the complainant realized the patient had to be re-accessed twice: once the day after the needle came out and leaked according to the parents, and again two days later when it broke (FDA report 3006260740-2020-00293). Tubing ruptured where it inserts into the hard plastic cap. The device leaked and was open to air, putting the patient at risk for bleeding.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf015 showed no other similar product complaint(s) from this lot number.